Event description:
It was reported to st. Jude medical that the device was replaced after being implanted for 2 years due to early battery depletion. The pt rec'd 59 shocks since implant, 53 of which were at 750v. The decision was made to explant the device.